Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with strip insertion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported to baxter (B)(4) that a nurse was injured during filling of one (1) infusor sv2 device. According to the report, the nurse was using an ampule to fill the infusor. The ampule broke and glass fragments adhered to the overpouch the infusor was packaged in due to a build up of static electricity. No additional information is available.